Event description:
Event description guidant received information that this patient's pacemaker is included in the population of devices potentially affected by the recent insignia advisory. The patient's wife stated that the patient has been fainting. The patient denied this.